Event description:
It was reported on (B)(6) 2012 that a vns patient began to have an increase in seizures over the past month and the patient's mother did not think the vns device was working in that the patient is not getting the stimulation it is programmed to deliver. The mother has a transistor radio and can tell when the device is on and off and things it is going on and off correctly. The patient's current settings were 1/30/500/7/1.8 and systems diagnostics resulted in ok/ok/0/no. Normal mode diagnostics have not been performed and it was unknown if there were any changes in the patient's medication. There was not any recent trauma nor is it believed that the patient manipulation caused the event. The physician wanted to replace the battery to make the mom feel better. The programming history was reviewed and it was noted that the dcdc value has been 0 since the device was implanted on (B)(6) 2009, however with the previous generator, the dcdc was 2 until 2007 when it decreased to 1 then to 0 in 2008. It was suggested that x-rays should be taken to assess the lead and perform additional diagnostics with the patient's head in a different positions to see if diagnostic results vary. X-rays were taken but have not been sent to the manufacture to review. (B)(4) attempts to obtain additional information have been unsuccessful to date.

Event description:
On (B)(6) 2012, it was reported that the patient's mother was opposed to the patient having a lead revision done; however, she consented to the patient having generator revision. The patient's mother was aware that if high impedance was seen, lead revision would be needed. The mother reported that there was no indication of high impedance and that the patient's generator had been disabled since early june because the patient started having increased seizures. The mother stated that the last "test" showed no problems with the lead and was aware that the new device could not be checked until the patient's chest wall pocket was opened. On (B)(6) 2012, this patient was scheduled to undergo prophylactic generator replacement. Normal mode and system diagnostics were done pre-operatively with dcdc=0. When the surgeon opened the generator site, it was noted that the lead wires were intact; however, the insulation was split, and the bare lead wire was visible and reported to be intact. The patient's mother was consulted, and it was decided that the lead and generator would be explanted and not re-implanted as the mother felt it was too risky to place another lead on the nerve. The lead was not entirely removed from the nerve: the surgeon cut the lead just above the break and removed that portion of the lead and the generator. Product return is not possible as the facility does not return explanted product.

Manufacturer narrative:
Analysis of programming and device diagnostic history performed.

Manufacturer narrative:
Device failure is likely, but did not cause or contribute to a death or serious injury.